Event description:
Consumer claims her heating pad is no longer working. The cord is split and the controller looks burnt. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Crushing the pad and pulling, bending or pinching the cord is abuse of the product and a violation of the warnings and instructions provided. No injury was reported with this incident. Summary: the power cord is severed where it enters the heating pad. This type of break can occur with repetitive flexing at that location. Arcing causes a short flash when the wire breaks that quickly extinguishes without further incident. Additionally, the pad has been bunched and crushed which indicates further abuse of the product. Temperature on the outside of the controller exceeds the ul 130 requirement of 113 degrees fahrenheit. CAPA (B)(4) addresses this issue for production on and after april 21, 2010.